Event description:
An optometrist reports a hyperopic pt that is unhappy following bilateral lasik surgery. This report is for the left eye. The right eye is being reported under MFR report number 3003288808-2008-00008. The pt was a +5.00 diopter pre-op and at 1 month post-op was +1.75 diopter which regressed to +3.00 diopter at the 7.25 month post-op exam. Bcva remained the same as pre-op (20/20) and ucva improved from 20/200 to 20/100-. The pt reported difficulty driving at night due to glare and 'can't see as well as before the lasik'. This pt has a history of esotropia, and during the post-op period, the pt reported the left eye was 'turning in'. Additional info from the optometrist indicates this pt had strabismus and was likely an amblyope. The optometrist also stated the pt was becoming more presbyopic which was causing the pt additional frustration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.